Event description:
It was reported that during an unknown procedure, all staples did not form into b-shapes. Interiorly, the staples formed correctly but posterior, the staples did not form at all. The audible and tactile 'crunch' was noted when the device was fired. Bleeding took time to control. Patient required further surgery. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.